Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was for the last 3 days the patient's implant battery has been showing as 100% charged on their controller. Patient said they know that can't be possible and there is something amiss. Patient mentioned they have taken the battery out of the controller to reset it but that didn't seem to change anything. Patient also said they have been making sure the stimulator is turned on when they do it and it's supposedly active but they know it's never gone more than a day without dropping from 100% down to some other figure. Agent had patient unlock the controller and patient saw they were on program c. Patient did not see any numbers to the right on the screen. Patient stated they usually are set to group a so the patient changed to program a and stated they have the programming in which they do not feel stimulation sensation. Controller battery was 90% and implant was 100%. Patient will monitor the battery level now that they are set back to group a. The patient was redirected to their healthcare provider to assess programming if concern continues. Additional information was received, it was reported the circumstances that led to the ins still showing 100% was the patient had changed the program from a to program c without intervention from the patient. After changing the program back to program a the charging/discharging cycle had reverted to normal. The issue was resolved.